Manufacturer narrative:
End user could not locate device. No repair information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right side arm is broken and unattached from the bed. There was no patient involvement.